Event description:
The report from the affiliate indicated that approximately eleven (11) months after the index procedure the patient had an acute myocardial infarction (ami) and was admitted to the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.5 x 18 mm stent. The target lesion for the stent was the proximal left anterior descending (lad) coronary artery. The late thrombosis was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (ptca). An additional cypher stent previously implanted in the mid right coronary artery was noted to be patent. The patient was still hospitalized at the time of the report. The physician's comment regarding the possible cause of the late thrombosis was that it might have been due to the patient stopping his antiplatelet therapy on his own judgement. The patient had a previous inferoposterior myocardial infarction and emergent percutaneous coronary intervention (pci) was done. The target lesion was the mid rca. The lesion was reported to be: calcified, 15 mm in length, vessel diameter of 2.5 mm, and type b2. The lesion was treated by ptca - details unknown. Ptca was also conducted at this time in the atrio ventricular (av) branch of the rca. The lesion in the av branch was reported to be: calcified, vessel diameter of 2.5 mm, 15 mm in length, and type b2. At the time of this procedure, a stenosis in the lad was observed and the patient was scheduled for treatment of this lesion eighteen days later. Index procedure: this procedure was an elective case conducted eighteen days after the patient's previously mentioned inferoposterior mi. The target lesion was the proximal lad. The lesion was reported to be: de novo, a bifurcation lesion, calcified, 15 mm in length, vessel diameter of 3.5 mm, and type b2. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 8 atm for 30 sec. A cypher 3.5 x 18 mm stent was implanted at 16 atm for 40 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act of 247 was measured. Nine (9) months after the index procedure during the follow-up period coronary angiography was done. A restenosis of the lesion in the av branch of the rca, which was previously treated by ptca, was observed. The lesion was pre-dilated with a 2.25 x 15 mm balloon at 12 atm for 30 sec. A cypher 2.5 x 18 mm stent was implanted at 14 atm for 30 sec. The stent was post-dilated with the stent delivery system (sds) balloon at 18 atm for 20 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act of 255 was measured. The cypher stent implanted in the proximal lad was noted to be patent at this time. Six (6) weeks after this procedure it was reported that the patient stopped visiting the hospital.

Manufacturer narrative:
Please note that device (cjs18350, lot # i0805177) is distributed outside the united states, however it is similar to the united states product cxs18350. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.